Manufacturer narrative:
Pump failed to power up due to corroded battery tube compartment noted. Unable to verify prime/fill anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was squirting insulin. The customer's blood glucose value was unknown at the time of incident. The insulin was not continue to drip after letting go of the act button. The insulin pump will be returned for analysis.